Manufacturer narrative:
The device was returned to olympus for inspection. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem as well as the foreign material remained in the device. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. The event can be detected/prevented by following the instructions for use which state: fu states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope a-rubber exhibited clotting protein. There were no reports of patient involvement.